Event description:
The reporter indicated the surgeon was loading a 12.6mm vticm5_12.6 implantable collamer lens, -07.50/+1.0/087 (sphere/cylinder/axis), and the lens tore. There was patient contact and the backup lens was implanted. The cause of the event was unknown.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).